Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was also reported that the error code 61220 occurred; the p500 was rebooted. Error code 6150 occurred, so the catheter was changed. 61220 occurred again, so reinserted into the study and error 61401 occurred. The echocardiograph was rebooted, study was reinserted, catheter was changed but the issue continued, procedure was continued without creating the sound map. The customer¿s reported magnetic sensor error is not MDR reportable since it is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Then a cardiac tamponade occurred. Drainage was performed, and surgery was performed on (B)(6) 2022. There was a small hole in the outflow, and it was said to be fine now. The physician commented that the relationship between the catheter and the tamponade was unknown. The adverse event was discovered during use of biosense webster products. The physician commented that the relationship between the catheter and the cardiac tamponade is unknown. The patient¿s outcome of the adverse event was reported as improved. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of steam pop. There is no further information about the hospitalization and if any additional intervention was performed.

Manufacturer narrative:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Cardiac tamponade occurred. Drainage was performed, and surgery was performed on (B)(6) 2022. There was a small hole in the outflow, and it was said to be fine now. The physician commented that the relationship between the catheter and the tamponade was unknown. The adverse event was discovered during use of biosense webster products. The physician commented that the relationship between the catheter and the cardiac tamponade is unknown. The patient¿s outcome of the adverse event was reported as improved. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional tests soundstar eco device. The device was visually inspected and delamination was observed in the distal tip. Then, the magnetic sensor functionality of the device was tested using the carto 3 and the ultrasound system. It was recognized and properly visualized, no errors were observed during the test. Also, a deflection test was performed and the device was found working correctly. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint conditions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The magnetic sensor error experienced by the customer can be confirmed due to the delamination found. Regarding the adverse event, the physician stated that "the relationship between the catheter and the tamponade was unknown". There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: interoperability problem identified (c04) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the reported magnetic sensor error. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 16-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).